Event description:
Rt [respiratory therapy] was called down to start ncpap [nasal continuous positive airway pressure], transport ventilator was not analyzing o2 >20%. Patient was transported safely to nicu and malfunctioning ventilator was brought to the respiratory department. Manufacturer response for transport ventilator, tv100 (per site reporter).